Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked from the threads to the case seal on the side. The battery cap was not returned and a test battery cap maintained electrical connection. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power losses occurred. The pump cover was removed to find no intermittent conditions to the power printed circuit board. No power interruptions occurred during testing.